Manufacturer narrative:
Only the clip assembly was returned. Visual examination of the returned device noted that the prongs were not locked into the capsule and were bent and open. Given the event description and condition of the returned device, the reported issue that the clip fell in an open state was confirmed. However, there isn't enough information to determine what caused the failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto the tissue. The clip successfully released from the catheter to deploy; however, the clip fell into the patient in an open state. The clip was retrieved from the patient with the use of a snare. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip falls into the patient in an open state. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto the tissue. The clip successfully released from the catheter to deploy; however, the clip fell into the patient in an open state. The clip was retrieved from the patient with the use of a snare. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.